Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e226 error. The event occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 (inadvertently the word diagnostic was typed, it just was an unspecified procedure). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no device problem was found. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found in an unspecified procedure. No additional information received from customer.